Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06465. It was reported that a shaft break and stent damage occurred. The physician entered the 2.50mm x 20mm emerge¿ balloon catheter into the chronic total occluded and moderately calcified right coronary artery (rca). The physician used moderate force to advance it. When the physician inflated the emerge¿ balloon, there was a flash of contrast from the shaft. The physician removed the balloon and noticed the shaft was fractured at approximately the 85 cm mark. The shaft completely separated after it was removed from the body. The physician used another emerge¿ balloon to complete the case. The physician then advanced a 2.5x38mm promus premier¿ stent to the rca, when he noticed some resistance going down to the mid rca. He used a guidezilla guide extension catheter to help support the delivery of the promus premier stent. Because of the resistance, the physician pulled the guidezilla and promus premier¿ stent out of the patient and it was noted that the stent was a little raised on the dye area of the stent strut, but he could not visualize the raise. The physician then advanced a new guidezilla and the same 2.5x38mm promus premier¿ stent and it was noted that resistance was still felt while advancing the stent. As the physician pushed more, he noticed the guidezilla came in contact with the proximal area of the stent strut which caused stent deformation distally from the proximal down about 8-10mm. The physician attempted to pull the stent out of the body, but he could not get it into the guide catheter. Therefore, he decided to deploy the stent at the mid-proximal area. After the physician deployed it, he noticed it was 8-10mm shorter due to the deformation. The physician inflated an unknown balloon up to 17-18 atm to make sure it was fully apposed. Because of this issue, the physician used another of the same device to complete the procedure. The patient had good timi3 flow. There were no complications and the patient's condition is fine.